Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the consumer is refusing to do so.

Event description:
A consumer stated that she had allegedly received 3rd degree burns on his lower while using a heating pad. The consumer stated that he was sitting against the heating pad when the burns occurred. The consumer stated that he received medical treatment twice for this issue. The instructions for proper use clearly state "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing, but the consumer is refusing to do so.